Event description:
It was reported that the patient had to shut down the implantable neurostimulator (ins) for x-rays, and then ¿experienced a tingling sensation which was uncomfortable¿ when they turned the device back on after the appointment. This occurred in (B)(6) 2014 when the patient had the x-rays for back problems. The settings did not change, but it was ¿too much¿ for the patient and the settings had to be turned down. It was clarified that it was not a shocking sensation, but a tingling sensation, every time the stimulation was turned up. The symptoms reoccurred when after a knee replacement surgery ¿2-3 months¿ prior to the report. Patient outcome and actions were not reported. Follow up is being conducted to obtain this information. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va05m98, implanted: (B)(6) 2013, product type: lead. (B)(4).